Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown surgery, the surgeon performed l4/5 transforaminal lumbar interbody fusion (tilf) using the insight tubes for access. After inserting an unknown 10mm spreader/shaver, the surgeon was satisfied with the result of lateral x-ray and started to insert a small 10mm transforaminal posterior atraumatic lumbar (t-pal) trial. After a few impactions, the surgeon took a lateral x-ray and noted that the trial looked like turning in spite of being in locked position where in the tip of the trial had barely passed into the endplates. After another impaction, the cage continued to appear turning. The surgeon noted that there was a play between an inserter/applicator out shaft and the trial. So, the trial was removed and the connection was inspected, although it did not appear to be loosened. Then, the trial was tightened as far as it went through in the closed position, and the connection was inspected and firm. On the first impaction, the t-pal trial was straight, and the surgeon delivered a few more impactions but the cage aggressively turned back into the canal, thus, the cage was set into an open position and was removed. The interface between the distal tip of an inserter/applicator out shaft and the trial were looked indented. So, the surgeon tried the second inserter on the set and the trial continued to turn in the disc space (when inserter was in the closed position) after a few impactions. Furthermore, the surgeon also tried repositioning the handle to reduce an angle from the midline and yet the trial still turned. The surgeon lost confidence in an inserter at this point and used the anterior tlif cage from nuvasive. After the case, the surgeon applied downward force on an inserter, the handle angled laterally and was able to make the trial turn when firmly in the closed position. The procedure was successfully completed using an alternative cage from nuvasive. There was a 10-15 minutes surgical delay. Patient status is unknown. Concomitant device reported: unknown spreader/shaver (part# unknown, lot# unknown, quantity 1); unknown impaction instrument (part# unknown, lot# unknown, quantity 1). This report is for one (1) t-pal spacer applicator handle. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 03.812.001 applicator outer shaft: at the proximal side of the two returned instruments are no signs of usage visible. Both threads are in a sound condition. The two green handles and the long shaft as well. At the distal side are some scratches / dents visible. The functional test was without observation and malfunction. Device usage was as intended and according to function described in stg and dai. Trial loading, locking and pivoting was possible without observation or malfunction. Nevertheless, there was obviously the tendency of unintended pivoting detected due to the worn trial. In a wet or slippery environment this effect might become more sever and might lead to the reported malfunction. Also, a not fully tightened knob can create same failure mode of unintended pivoting. The tendency of unintended pivoting due to the worn trial was detected. Nevertheless the complaint is also rated as confirmed for the applicator shaft as the at the forefront worn applicator shaft may also have played a certain role. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot: part: 03.812.001. Lot: 9492014. Manufacturing site: haegendorf. Release to warehouse date: 23. July 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.